Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient was hospitalized due to acute myocardial infarction. Following the consent of the family, an emergency percutaneous coronary intervention (pci) was being performed. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left circumflex artery. After the stent was placed, a 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres for 5 seconds, the balloon burst. Neither the balloon nor a segment of the balloon detached inside the patient after it burst. The procedure was completed with another of the same device. During the procedure, the physician suspected myocardial staining and vascular rupture. The patient then underwent an ultrasound. Pericardial effusion nor blooding was not found during the ultrasound. After an hour of observation, ultrasound re-examination was performed and nothing abnormal was detected. The blood vessels were unobstructed, no leakage was observed, and the patient was not affected. The patient was sent back to the ward for further observation. No patient complications were reported, and the patient was stable post-procedure.